Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device does not see the disposable as attached. No patient injury reported.

Manufacturer narrative:
Unknown. One device was received for evaluation. Visual inspection found the tamper seal to be missing, no physical damage. The device's event history log was reviewed for evidence of the reported problem and found ?cassette locked but not latched" in the log. Functional testing was conducted. Upon testing, the reported problem was duplicated. The defective and inoperable latch/lock optical flex circuit was determined to be the root cause. The latch/lock optical flex circuit was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period., corrected data: health effects corrected.